Manufacturer narrative:
A2: patient's age: 51-60 years old. D4, h4: the complainant was unable to provide the suspected device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. Detailed product information was not provided to bsc. Based on the nature of the information provided to bsc, it is not possible to perform a good faith effort to obtain additional information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. E1 and g4: this complaint originated in the united states but was reported to boston scientific via survey submission from the united kingdom. H6: imdrf device code a0501 captures the reportable event of suture breakage.

Event description:
It was reported that during the procedure, the suture broke. Following discharge from the hospital, the patient experienced dyspareunia, which is ongoing at the time of reporting. No retained device fragments were identified, and no additional complications, or medical interventions were required.